Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi20000070, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system had a damaged cover. The lower louver cover was bent. It was noted that this occurred outside of a case. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that nobody knew the cause of the damage. No one had taken responsibility for the incident, but it had not affected functionality.